Event description:
It was reported that the patient stopped utilizing and recharging her ipg as recommended. It was also reported that the patient's ipg turned on autonomously. As result, the patient may undergo surgical intervention at a later date.

Manufacturer narrative:
Corrected data: results code was inadvertently omitted in initial report.

Event description:
Follow up revealed that the patient's ipg was explanted, which addressed the issue.